Manufacturer narrative:
The company rep examined the system and replaced the host module. The system was then tested and met all product specifications. A review of the system's event log confirmed the system message reported by the customer. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one add'l similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system message displayed during a cataract with intraocular lens implant procedure. The system was exchanged, which extended the operative duration. The case was completed w/o harm to the pt.